Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns regarding device security. The disposition of the cardiac resynchronization therapy defibrillator (crt-d) is unknown. No patient complications have been reported as a result of this event.